Manufacturer narrative:
(B)(4).

Event description:
Information was received from health care professional (hcp) via representative regarding a patient in france who was receiving morphine via an implantable pump. The concentration and dose were not known at that the time of the report. It was reported that during normal use a pump alarm occurred. It was impossible to "start" the pump with the use of a physician programmer. The reported intervention or action taken was that the physician must change the pump and surgical intervention was planned but it was unknown if it was scheduled. Patient symptoms were not provided at this time. The issue was not resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. The pump was reported as implanted but out-of-service and would be replaced in the future. The morphine lot number, the patient's medical history, concomitant medications, and implant date of the pump, and event date were not obtainable. However, additional information has been requested for the morphine concentration, dose, model and serial number of the pump, type of alarm, availability of logs, clarification of pump stopped or motor stall, error messages, troubleshooting with the physician programmer, cause of the event, current patient status, status of the pump and the device return. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a representative reported that the pump could not be restarted due to a motor stall. A motor stall message was seen on the pump logs. It was reported that the cause of the pump issue was noted a "perhaps the catheter was blocked". The date of the stall or restart was not obtainable. No patient symptoms were reported as "any symptoms". Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, product type: catheter.

Event description:
On (B)(6) 2015 information was received from the representative who provided that the model/serial of the pump. The pump delivered morphine with a concentration of 2.5 mg/ml at a daily dose of 0.7987 mg/day. The "drp" was 21 months. There were no pump logs and the pump was now reported as restarted with the physician programmer. There were no problems for the patient. The pump will not be returned for the moment as the device remains implanted and replacement was reported now as not planned. Additional information was requested to request pump event date and pump restart date. Should additional information be received a supplemental report will be filed.